Event description:
Several occlusion alarms were reported by the customer. There was no reported impact on the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, and the pump, which was out of warranty, will not be returned by the customer.